Event description:
An email was received that there is a soft failure of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field, the device is not providing benefit to the recipient due to a post-operative migration of the active electrode out of the cochlea. Revision surgery is considered, but no date has been scheduled yet.

Event description:
The user has no hearing sensation with the device since initial activation. When the device was activated, the child showed discomfort. X-ray imaging was performed and showed the electrode array being outside of the cochlea. Revision surgery is considered, but no date has been scheduled yet.